Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving sufentanil at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient had not had medication in the pump for about 3.5 years. There was fluid above and below the pump in the pump pocket which had been gradually building and getting worse; this began "about 4 months ago." The pump had been protruding since (B)(6) 2013. The patient was redirected to follow up with her healthcare provider. No further complications were reported.